Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the first catheter only worked less than 48h, not functional and cannot be used." The catheter was removed and replaced and a second catheter was placed. The patient's current condition is "unknown" at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the first catheter only worked less than 48h, not functional and cannot be used." The catheter was removed and replaced and a second catheter was placed. The patient's current condition is "unknown" at the time of this report.